Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a hole/cut on the hose. It was further determined that the hand control was defective on the device. It was further determined that the device failed pretest safety assessment, loctite and cable assessment and hand control assessment. It was noted in the service order that the device did not run. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was noted in the service order that the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.